Event description:
On (B)(6) 2009, the pt reported the inside chamber of her insulin infusion device is always wet. She stated she wipes the chamber and dries it out. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.